Event description:
Pt had no complaints pre dialysis. Temp. 98.9 pulse 100 blood pressure 150/80. Dialysis was initiated w/o problems at 150cc bfr and 500cc dfr. With u frate 0.74 hr 1 hour 15 minutes into dialysis patient reported chills, blood pressure 30 minutes earlier was 130/80. The pt's dialysis was terminated, blood presssure 120/80. After dialysis temp. Increased to 101.5, then 102.2 within one hr and 15 min. Blood pressure 90/60 and patient was vomiting. Patient wass transferred to hospital for observation but was not admitted.